Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was not wearing the insulin pump during the incident within 48 hours. Troubleshooting was not completed. Customer lost their transmitter. The insulin pump will not be returned for analysis.